Manufacturer narrative:
This report is submitted on october 17, 2016, by cochlear limited (manufacturer) on behalf of (B)(4). Registration number 3009092818 and exemption number e2016011. H3 other text: device not yet returned to manufacturer.

Event description:
Per the clinic, the patient experienced a performance decrement resulting in the decision to explant the device. The device was explanted on (B)(6) 2016 and the patient was reimplanted with a new device during the same surgery.